Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer wanted to know why he was getting this bolus limit when he was running a pm. I explain to the customer that he was having a software issue and he would have to re flash the unit in order to correct this problem. The customer said ok and he would call back if this doesn't fix the problem. I said ok and the call was ended. Case resolution: I had the customer to re flash his 8100. I also explain to the customer that this was only a software issue. I also explain to the customer that he was running on 9.17 and most of his units are at 9.19. I also explain to him that this also could be the case as well. The customer said ok and ended the call..